Event description:
Boston scientific was notified that during an event the stent would not deploy and the catheter crinkled up. No complications were reported to have occurred to the patient as a result of this event.